Manufacturer narrative:
(B)(4). Evaluation code, conclusion: (cause of the break could not be conclusively determined).

Event description:
An endurant ii stent graft system was attempted to be implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the back-end screw gear of the delivery system cracked when the physician was advancing the delivery system into the patient over another manufacturer¿s guidewire. The physician stated that they did not apply excessive force on the cracked region of the delivery. The stent graft was not deployed and the decision was made to remove the delivery system from the patient. Another endurant cuff of the same size successfully used to complete the case. No clinical sequelae were reported and the patient is fine. The delivery system was returned and its evaluation has been completed. The event was confirmed; there was a break in the screwgear. The root cause of the event could not be conclusively determined; however, was most likely due to shipping/handling.